Event description:
On (B)(6) 2016 blood leaked from the bd nexiva catheter at the junction of the stabilization platform's triangular tip and the needle shield when placed into vein. Catheter removed. No harm.